Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00555 (submitted to the FDA via catsweb). This additional regulatory report decision (arrd) has been created to submit additional information related to completion of the complaint investigation. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. Manufacturer's investigation conclusion: the report of low flow events can be confirmed based on the submitted log file. The log file contained approximately 13 days of data which captured numerous low flow events where the pump flow was captured at 2.4 lpm. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A few of the low flow events lasted over 10 seconds, and low flow alarm was flagged. Besides these events, the device appeared to be operating as expected at the set speed of 5600 rpms. Similar events were captured in the controller and lvad periodic log files. A specific cause for the low flow events and a correlation to the reported bleeding issue cannot be conclusively determined. The (B)(4) was shipped with heartmate 3 lvas IFU. Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provide information regarding anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 due to low flow alarms and feeling short of breath and light headed. The patient reported constipation and dark stools. On (B)(6) 2018, the patient was transfused 1 united of packed red blood cells. No further information was provided.

Manufacturer narrative:
Section b5: additional information.

Event description:
The site communicated that the low flow resolved on (B)(6) 2018 with gentle fluid resuscitation. (B)(6) 2018 the patient made bowel movement and no tarry stool was seen. Patient resulted with hyperkalemia on (B)(6) 2018. Potassium level was 5.2 and the patient was given insulin, dextrose, ca, albuterol. Potassium down trended then spiked to 6.2 back on (B)(6) 2018. Patient resumed to normal potassium level on (B)(6) 2018.